Event description:
It was reported that the patient had an inflatable penile prosthesis explanted and replaced due to fluid loss.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. 72401110 599625014 pump cxm device impotence mechanical/hydraulic the complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. 72400152 596448002 reservoir 65ml device impotence mechanical/hydraulic the complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced fluid loss with an inflatable penile prosthesis (ipp). The ipp cylinder, pump and reservoir were explanted and a new ipp cylinder, pump, and reservoir were implanted. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced fluid loss with an inflatable penile prosthesis (ipp). The ipp cylinder, pump and reservoir were explanted and a new ipp cylinder, pump, and reservoir were implanted. Should additional relevant details become available, a supplemental report will be submitted.